Manufacturer narrative:
(B)(4). On an unreported date, the patient completed the medication and recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin 2 grams for seven days (route and frequency not reported) and amikacin 250 milligrams for fourteen days (route and frequency not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.